Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , patient faced tubing leakage from infusion set. The infusion set was in use for few hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6004613 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. 2 used sets was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned samples test passed. Functional test: underwater flow, according to wi version 1, the returned samples, on piece 1 test passed on piece 2 was found with pcc connector needle clogged by insulin functional test: underwater leak, according to wi version 1, the returned samples test passed. On the reference samples a visual test according to wi version 2, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 10/10 samples passed the test on the functional test: air leak, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: the 6004613 was manufactured according to the wi version 78 manufactured in the multivac 09, on 01/dec/2023, with a total of (B)(4) units. Assembly review was conducted resulting in the following: the lot 3l05393 was assembled according to wi version 26 on-line inspection for assembly of quick set on 30-nov-2023, with a total of (B)(4) units. The lot 3l05394 was assembled according to wi version 26 on-line inspection for assembly of quick set on 01-dec-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Trending: a query was run in database on 10-mar-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). And lot 6004613 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: on the investigation on returned samples and reference samples, no issue related to leak in connectors, however on piece 2 is found with pcc connector clogged (by insulin), harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.